Manufacturer narrative:
B5: it was clarified that the patient was using amia automated set with cassette. D1: brand name: added, change from ni. D4: catalogue #: was changed from asku to 5c5479. G1: added the name and address for the device manufacturer; remove: baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa. Haina san cristobal dominican republic (initially reported as a potential location in h10). G4: PMA/510k # or bla #: was changed from ni to k151525. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653 united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective caps on an unspecified quantity of homechoice automated pd cycler sets were loose. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.